Event description:
A complaint was reported regarding pocket discomfort. The surgeon decided to perform pocket revision. During the revision, when the paddle lead was pulled, one of the paddle lead contacts came loose. The patient was implanted with a new paddle lead.

Manufacturer narrative:
A visual inspection of the paddle lead found that one of the electrodes was dislodged from the paddle lead. The cause of dislodgement is unknown. The proximal ends passed photographic image inspection test. This is the final report.